Event description:
The report stated that several times the device was used on mesentery tissue, but after the end tone on the generator, indicating the seal was complete, there was bleeding instead of a normal seal. The site reported there was no tissue damage or patient injury.

Manufacturer narrative:
The site has indicated the incident device will not be returned. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.